Manufacturer narrative:
Findings: pump received with intermittent button response due to moisture keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated frequently no intermittent response by down button press. The customer stated that the device was not dropped or expose to moisture. The customer keypad not locked.